Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility reported a hemodialysis (hd) patient was connected to a 2008t hd machine when an external blood leak was observed from a ¿crack at the top port of the dialyzer.¿ the 2008t hd machine generated a blood leak alarm approximately 10 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 500. The administrator stated the bloodlines used were fresenius. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was 250ml. No blood was returned to the patient. The administrator stated two blood leak test strips were used after the incident to check for the presence of blood in the dialysate and tested positive. The administrator stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on another machine without issue. The administrator stated the machine was pulled and tested and was placed back in service without further issue. Per administrator the sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a hemodialysis (hd) patient was connected to a 2008t hd machine when an external blood leak was observed from a ¿crack at the top port of the dialyzer.¿ the 2008t hd machine generated a blood leak alarm approximately 10 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 500. The administrator stated the bloodlines used were fresenius. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was 250 ml. No blood was returned to the patient. The administrator stated two blood leak test strips were used after the incident to check for the presence of blood in the dialysate and tested positive. The administrator stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on another machine without issue. The administrator stated the machine was pulled and tested and was placed back in service without further issue. Per administrator the sample was discarded and was no longer available to be returned for evaluation.